Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02300. It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system along with a 24mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but it landed too proximally. It was fully recaptured and removed from the patient. An imaging sweep was performed to confirm no pericardial effusion occurred. Another 24mm watchman ® laa closure device & delivery system was used. The closure device was implanted successfully. Post procedure, a pericardial effusion with tamponade was noted. A pericardiocentesis was performed and removed 300cc of fluid. The patient is currently stable and has been discharged from the hospital.